Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that in 2009, she began to feel bad and her blood glucose was elevated to 500 mg/dl. She injected insulin via pen to lower her blood glucose. She stated that she changed all of the accessories and the infusion device does not deliver insulin correctly. Her normal blood glucose level is 200 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.